Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to blood glucose. Reportedly, customer declined troubleshooting and changed the supplies to address the event. Customer used cartridge for over 3 days with humalog insulin and tandem's technical support educated customer on cartridge/insulin labeling.